Manufacturer narrative:
(B)(4). Date sent: 2/10/2025. Additional information received: about 2 days after surgery the leak occurred. No problem or issues with the tissue. Good donuts and no tension. Endoscopies were performed and there were no issues or concerns with the anastomosis. Negative air test. The account went back to manual except for the powered 31mm. All instruments are from the same lot a9ej24. The staples were still intact and in standard formation when the patient went back into the or. No issues removing the stapler after anastomosis. Waiting 15 seconds or more and then retightening before firing. Account does the triple staple technique.

Event description:
It was reported that during a colectomy the dr. Is a experienced surgeon who is performing with our products for years. This time he did open colectomy, and after 3 days there were issue with anastomosis. Patient needed to be re-operated. Anastomosis didn't hold more then 2 days. The patient was in good condition, so they eliminated possibility that is the reason of issue. Patient was 3 days after operation re-operated. Anastomosis was completed with sutures.,

Manufacturer narrative:
(B)(4). Date sent 1/30/2025 d4 batch # unk b3: only event year known: 2025 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: what is meant by ¿anastomosis had loosened¿? That meant that after second day almost whole anastomosis was decomposed. Two parts of the colon were separated. What was the conditions of the colon and rectum prior to anastomosis (was there excessive edema)? Colon was in good condition, and there were not any edema. What were the indications for surgery? Tumor what surgical procedure was performed? Hemicolectomy (open) did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Doc dr predrag savic, and he is using this device for years with no issue. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Surgeon said that he waited, or nurse is always counting to 15, prior to fire. Were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Green checkmark, audible feedback was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? Two revolutions was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? Not visually, but he got a audible feedback were the donuts inspected? If so, please describe. Yes, they are always doing that. Donuts were in full circle, and anastomosis was checked. Were there any issues noted with staple formation? If so, please describe the shape and location. Nothing that they spotted. But his suggestion is that stapler alloy or formation wasn¿t good, since anastomosis was compromised after two days. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? He eliminated tissue condition, so he believed that complication is related to device would the surgeon like to speak to the ethicon team about these issues? Yes, I asked him. He would like to connect. He suggested tuesday 4th of february 9am (est) of 10am (est). I can be with him, so we can connect over my teams or zoom. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.